Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that abutment/ screw felt loose. No injury has been reported.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. One scr replace friction-fit gold & ti abut int hex, mhlas & bellatek® abutment tsv 4.5mm, tsvldat4 was returned for investigation. Visual inspection via naked eye and camera magnification revealed markings and slight modifications to the abutment post. The abutment was seated without hindrance on a stock tsv implant. The screw did not have any visual damage or manufacturing deviations. The screw was measured with a caliper. The diameter of the head was .077 and the length was .32 which was correct when compared to the drawing. Based on the evaluation the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. The reported event could not be recreated due to the nature of the dental device and event (loosening) and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event is customer error in screw torqueing and external forces from patient parafunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex, mhlas & bellatek® abutment tsv 4.5mm, tsvldat4 were not returned. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item and lot number. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 when the event occurred. Pictures or x-ray images were not provided. DHR review was completed for the subject lot numbers (2018080014). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Lot specific complaint history review for lot number 2018080014 for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional : loosening) or product (mhlas). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. However, based on the investigation and risk review, the most likely cause for the reported event is customer error in screw torqueing and external forces from patient parafunction. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.